Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: rate accuracy test failed. Case notes: problem description: 03/22/2018 05:30:56 (B)(4). Npi, 8100 unit. Customer (B)(6) called in for help on 8100 unit running a pm test and unit keeps failing on "rate accuracy test" had customer to reset software power unit off back on the try to run just the rate accuracy test. Then failing had customer to check the mechanical damage on the unit none. Change the administration set then try to run the test again if fails again will need to send unit in for services repair may need to replace mechanism on unit customer will replace set try again if fail will sent in. Let customer please call back if need to.